Manufacturer narrative:
Analysis of the pump identified corrosion and wear on the gear train. It was noted the stall was due to the shaft bearing.

Manufacturer narrative:
The previously reported device code (B)(4) is not applicable to this event.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported there was no explanation in regards to the cause for the stalls. A session data report was provided from when the pump was interrogated on (B)(6) 2016. At that time, the pump was actively stalled and a stopped pump period may exceed tube set message was active as well. The dose at the time of interrogation was 0.4995 mg per day of dilaudid and 41.63 mcg per day of clonidine. The estimated elective replacement indicator (eri) was 9 months. On (B)(6) 2016, the dose was decreased by two percent down to dilaudid (3mg/ml at 0.4887mg/day) and clonidine (250mcg/ml at 40.72mcg/day). The first motor stall displayed in the logs provided occurred on (B)(6) 2016 as previously reported. The previously reporter stalls, recoveries and tube set message remained consistent with the dates displayed in the logs. Further information was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information received from a consumer patient via a manufacturer representative. The pump system was delivering dilaudid (3mg/ml at 0 .4887mg/day) and clonidine (250mcg/ml at 40.72mcg/day). Indication for use was noted as non-malignant pain and arachnoiditis. It was reported that the patient heard the pump alarm throughout (B)(6) and the patient had increased pain. The patient went into their managing physician's office to have the device interrogated. The patient was interrogated on (B)(6) 2016 and it appeared that the pump motor stall had recovered. The pump logs showed that a motor stall occurred on (B)(6) 2016 at 04:15 and recovered on (B)(6) 2016 at 15:28, motor stall occurred on (B)(6) 2016 at 17:18 and recovered on (B)(6) 2016 at 04:23, motor stall occurred on (B)(6) 2015 at 15:38 and recovered on (B)(6) 2016 at 05:09, motor stall occurred on (B)(6) 2016 at 00:38 and a stopped pump period may exceed tube set occurred on (B)(6) 2016 at 00:38. The patient reported hearing the pump alarm after the pump was interrogated on (B)(6) 2016, so the managing physician opted to replace the pump. The pump was replaced on (B)(6) 2016. The patient's status at the time of report was alive-no injury. It was noted that the issue had resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.